Event description:
Device 1 of 2. Reference MFR report: 1627487-2019-05329. It was reported the patient had his scs system removed due to ineffective stimulation therapy. Reportedly, the explant procedure was without any complications for the patient. No further information was available.